Manufacturer narrative:
Unable to perform displacement test due to missing retainer ring. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked select button keypad overlay, minor scratches on case, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack in the insulin pump's case on the reservoir side. The drive support cap appeared did not appear to be damaged. They did not know how the damage occurred. The customer's blood glucose level was unknown. The device was returned for analysis.